Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. It was reported the patient presented to the hospital; however, it was not reported if the patient was admitted for the event. On an unknown date, the patient was treated with injection of amikacin (1gm, once in a day), injection of ceftazidime (1gm, once a day) and injection of heparin (1cc, once a day for five days) for the peritonitis. On an unknown date, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.